Manufacturer narrative:
(B)(4). The customer reported that during a preventive maintenance test, the defibrillator was tested and found to have a high pacer output. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a preventive maintenance test, the defibrillator was tested and found to have a high pacer output.